Manufacturer narrative:
(B)(4). Implant date: unknown date in (B)(6) 2011. Report source: foreign - event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00220 & 3002806535-2017-00221.

Event description:
It was reported a patient underwent a hip revision approximately six years post-implantation due to pain, elevated metal ion levels, and loosening of acetabular component. During the procedure, synovitis, aseptic lymphocyte-dominated vasculitis-associated lesion, and macrophages containing metal dust and iron pigments were noted.